Manufacturer narrative:
Device evaluated by MFR. Analysis of the returned device found the balloon a balloon longitudinal with complete circumferential tear. A balloon with a longitudinal and complete circumferential tear was present. The complete circumferential tear was located at 4.2cm distal to the proximal markerband. A longitudinal tear was also present in the proximal section of the balloon tear. The tear stretched from the site of the circumferential and extended proximally along the balloon for a total length of 2cm. The distal section of the balloon tear was pulled out over the tip. There were no issues with the markerbands. An examination of the returned device identified no kinks along the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However upon inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 6.0 x 80, 75cm mustang¿ balloon catheter was advanced for dilatation. However upon inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was okay.